Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 12/15/2009, lifescan (lfs) received a letter from insurance, the worker's compensation carrier for cottage living management, alleging a problem with a onetouch ultrasoft lancing device. The reporter wrote that the lancet did not retract back into the lancing device. The complaint was classified based on additional information obtained by the medical surveillance specialist. Per an incident/illness report, it was reported that in 2009, an employee checked a resident's blood sugar result, it was noted that the employee disposed of the used test strip and then attempted to dispose of the lancet. It was documented that the employee started to unscrew the lancing device cap to dispose of the lancet when she felt a prick. It was documented that the lancet in the lancing device had jammed and did not retreat back into the reported device as it was supposed to. It was noted that the employee was wearing gloves at the time of the incident. After obtaining the prick, the employee reportedly cleaned the wound and then covered it with a bandage. The employee's supervisor informed the mss that both the employee and the resident (whom lancing device belonged to) were sent to get a lab draw to be tested for possible exposure to a "communicable disease." The employee's supervisor reported that the lab results came back negative and that she was not aware of any further treatment the employee had to receive as a result of the alleged issue. After the alleged incident occurred, it was reported that the resident coordinator checked the subject lancing device and noted that it was working properly. The lancing device was returned to the resident for continued use. Replacement product was sent. This complaint is being reported because the employee required medical or third party intervention as a result of being exposed to a patient's blood sample after the alleged issue occurred.